Event description:
It was reported by the customer that a bd pyxis¿ medbank mini, the users were unable to remove items in the drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to remove items. A technical support specialist stated that the product engineer identified the issue with system software version 1.7 and confirmed that the item could be removed using a workaround, where the customer logs off and back on to complete the removal. The system functioned as intended after the technical support specialist verified the device.